Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box shows an "auto off" alarm at 3:47 am on (B)(6) 2011. The alarm history verifies an "empty cartridge" alarm at 4:18 am, and the prime history indicates a 205 unit prime at 4:19 am. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The clinical manager (cm) reported that the patient required assistance from paramedics due to a blood glucose (bg) of 27 mg/dl. The patient was reportedly treated with d50 and bg resolved to 200 mg/dl. Bg again decreased to 52 mg/dl and the patient treated with oral carbohydrates. The patient reportedly received an alarm and thought she needed to change the cartridge. The cm reported that the patient primed the pump but was not sure if she was connected at the time, but thought that she was; the pump prime history showed 202 units primed. The patient reportedly just started on the pump and was not sure how to change the cartridge. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.